Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture in the ir window. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 07/25/2017. Device evaluation: the device has been returned and evaluated by product analysis on 06/28/2017 with the following findings: on examination, the battery compartment and cap were intact and without damage. The battery fit securely to the pump and did not cause loss of power when manipulated on the pump. Moisture in the pump was confirmed due to a leak through a tear in the audio bolus button. The pump was powered on and exercised without duplication of power loss; the product performed within required specifications. The pump was opened for further investigation and revealed moisture contamination inside the pump on the printed circuit board and the force sensor circuit as well as on the continuous glucose monitoring module.